Event description:
It was reported the patient is deceased and died three days post implant of the implantable cardioverter defibrillator (ICD). It was further reported that the patient had multiple episodes of syncope and there was an undersensing issue where ventricular tachycardia (vt) was occurring and the device aborted therapy. Additional information reported the pacing parameters were programmed ¿high¿ later on by the physician and they were on nominal settings until the morning of the patient death. The cause of death is unknown.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), four episodes of non-sustained tachycardia and one episode of ventricular fibrillation of <(><<)> 220 milliseconds ventricle-ventricle cycle was recorded on the date of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d284trk ICD, implanted: (B)(6) 2014. A 4076 lead, implanted: unknown. (B)(4).